Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. The customer's blood glucose level (bg) was impacted (400 mg/dl). It was indicated that the customer would deliver a correction bolus with the pump and would continue to use the pump until the replacement pump was received.